Manufacturer narrative:
There is no additional information available and at this time, our investigation is complete. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged. Atrial detection enhancements for the device were programmed to off. A lead revision procedure was performed and the lead was explanted. There were no adverse patient effects reported.